Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with f87. This condition had the potential to interrupt delivery. This condition was found in the emergency room and occurred upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with f87 was confirmed and not reproduced by baxter personnel. The root cause of this condition was determined to be linear variable differential transformer (lvdt) reading of downstream occlusion sensor is too high. In order to correct this condition, the upstream occlusion was cleaned with cotton swabs using an agent listed in table 6-1 of the service manual. Unit was able to infuse normally and without failure code. Should additional information be received, a follow-up medwatch will be submitted.